Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 5:27:12 pm to 5:42:12 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 5:27:12 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:01:19 pm date: (B)(6) 2020 iob: 2.11. Time: 5:06:29 pm date: (B)(6) 2020 iob: 0.63. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) by entering units of insulin to be delivered without entering carbohydrates or correcting for current glucose value and while still having insulin on board (iob): time: 3:12:39 pm date: (B)(6) 2020 iob: 2.12 carbs: 0.00 correction included: no requesting a bolus by entering units of insulin to be delivered without entering current glucose or carbohydrates may lead to a low bg event. The algorithm made the following auto-bolus request(s): time: 1:38:48 pm date: (B)(6)2020 iob: 2.77 carbs: 0.00 correction included: yes. Time: 3:08:37 pm date: (B)(6) 2020 iob: 2.15 carbs: 0.00 correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level (specific bg value was not provided); cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.